Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reports the lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The customer did not provide the lot number of the device. Requested return of suspect device and replacement was sent.